Manufacturer narrative:
(B)(4). Concomitant devices - nexgen lps-flex posterior stabilized articular surface, size e, f, 10mm, catalog #: 00596404010 ,lot #: 64235141. Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001822565-2019-03895. 0002648920-2019-00667. Investigation incomplete.

Event description:
It is reported that the articular surface would not seat in the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned articular surface implant shows compressed and flared dovetail feature; which contributed to the locking/seat issue with the tibial implant. This confirms the reported issue. The DHR was reviewed and no discrepancies relevant to the reported event were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer® mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The per states that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.